Event description:
The catheter was implanted in 2001. The following day CT scan showed possible slight enlargement of the ventricular system. The catheter was removed and showed poor flow out of the catheter. New ventricular catheter placed.